Manufacturer narrative:
Concomitant product(s): 419478 lead, implanted: (B)(6) 2005-06-01. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure, the surgeon noted that the patient's right ventricular (rv) lead had been repaired. Follow up with the patient's could not ascertain the nature of the problem which necessitated intervention. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.